Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw attachment does not function. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the investigation is based on the service & repair record received. The device failure reported by the customer could not be confirmed. The device has been serviced and functional testing has been performed in accordance with the service manual. The service technician noted that the maintenance is due. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, no product was received for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.